Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has concluded there was no device malfunction and that the complaint was result of use error. The investigation of the event log confirmed that the operator pressed the stop button manually. No further investigation is deemed necessary at this time.

Event description:
It was reported to siemens that a pregnant patient had to be rescanned. It was stated that the technician had pressed the start button manually while performing a monitoring scan with a somatom definition as system. The system message populated indicating that sufficient contrast medium had not been detected. Cta acquisition did not start. The contrast injection was stopped, injecting only 25 ml of isovue 370. There was no need to repeat the bolus tracking acquisition and re-inject the patient. The patient did not receive more contrast than the protocol calls for; they were able to use the remaining 75 ml contrast to complete the exam. The user stated that no injury to the patient's health or harm to her condition resulted. The investigation of the event log confirmed that the operator pressed the stop button manually. No malfunction or failure of the CT system could be determined. This event is being conservatively reported due to an additional x-ray dose to a pregnant patient.